Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and bump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema and skin irritation: "undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the "upper lip lines." Patient said that after the "swelling had gone down from the second injection" the patient's right upper lip where the "product is siting" is "creating a slight bump on the area." The bump remains after 12 months on the upper peri-oral lips lines. The patient was reviewed and would like to remove it. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00879 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra xc.